Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. An 0x1c alarm was generated indicating that the pod had reached its maximum time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 312 mg/dl. For treatment, the patient removed the pod and activated a new pod. The patient also attempted to give a correction bolus, before removing the pod.